Manufacturer narrative:
An attempt to reproduce the reported event using carelink connect (software version 3.7) installed on iphone 11 pro max (ios 26.1) was conducted and confirmed the issue is not reproducible. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we found that the carepartner's carelink connect app version (3.6) does not support minimed go specific data. The carepartner will need to update to the latest version, 3.7, to receive the expected data. Issue confirmed. The helpline confirmed that the user was able to resolve the issue on their own after installing the latest version of the app (carelink connect version 3.7). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly. The customer reported no adverse event. The event involved product(s) unk_fotasoftware. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for unk_fotasoftware.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.